Event description:
The manufacturer received information alleging a ventilator alarmed for low circuit leak. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board needs replaced to address the issue.